Event description:
It was reported "prior to use & inspection, found cuff line broken." There was no patient involvement. No patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). UDI:(B)(4). The sample was sent to the manufacturer for evaluation. The manufacturer reported: "one piece of actual sample was received for further investigation. Visual inspection was conducted on the received sample. Cuff pressure of the sample was then tested by inflates the cuff to 25 mbar using calibrated endotest. It was observed that the cuff could not inflate. Based on the evaluation sample, hole was observed at inflation tube. Hence, leading to leak inflation tube and unable to inflate the cuff. By checking on pouch itself, no caught in seal defect found along the sealing area pouch. In addition, visual inspection, inflation, and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Based on the investigation, the defect mode on cuff line (inflation tube) broken matches with the complainant report. However, in manufa cturing site, there were visual inspection, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "prior to use & inspection, found cuff line broken." There was no patient involvement. No patient harm or injury.